Manufacturer narrative:
Evaluation summary: the el5ml was returned in good visual condition. The instrument was cycled, a double fed issue was noted causing 2 pear shaped clips, then a short fed issue. The remaining 5 clips were fed and formed properly. No conclusion could be reached as to what may have caused the found incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the clip did not form on the first firing. The procedure was completed with a competitor's device. There was no patient consequence.